Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages/service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed adjust belt messages and service code 204 (belt/monitor usable).